Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 136 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window, missing end cap sticker, and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.